Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("I have never been sick"), device expulsion ("missing coil in my bladder"), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis") and intervertebral disc degeneration ("degenerative disc disease") and was found to have smear cervix abnormal ("pap abnormal cells"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, smear cervix abnormal, malaise, device expulsion, autoimmune disorder, arthritis and intervertebral disc degeneration outcome was unknown. The reporter considered arthritis, autoimmune disorder, device expulsion, intervertebral disc degeneration, malaise, pelvic pain and smear cervix abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :smear cervix abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - fu 1,2, 3, 4, 5 proceeded together new event I have never been sick was added. On 20-mar-2020: social media received - fu 1,2, 3, 4, 5 proceeded together new event missing coil in my bladder was added. On 23-mar-2020: social media received - fu 1,2, 3, 4, 5 proceeded together. Reporters were added. No new clinical information. On 23-mar-2020: social media received - fu 1,2, 3, 4, 5 proceeded together autoimmune disease, chronic pain, arthritis, degenerative disc disease were added. On 23-mar-2020: social media received-information regarding removal is given based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), device breakage ('remove it but didn't get it all, some embedded in my uterus, coil migrated'), embedded device ('remove it but didn't get it all, some embedded in my uterus, coil migrated'), device dislocation ('coil migrated') and bladder perforation ('missing coil in my bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder perforation (seriousness criteria medically significant and intervention required), malaise ("I have never been sick"), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), deafness ("hering loss"), tinnitus ("ear ringing"), ear infection ("ear infection"), ear pruritus ("itchy ear"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergy to metal clip") and was found to have smear cervix abnormal ("pap abnormal cells"). The patient was treated with surgery (essure removed and essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage, bladder perforation, smear cervix abnormal, malaise, autoimmune disorder, arthritis, intervertebral disc degeneration, deafness, tinnitus, ear infection, ear pruritus, fibromyalgia and allergy to metals outcome was unknown and the embedded device and device dislocation had not resolved. The reporter considered allergy to metals, arthritis, autoimmune disorder, bladder perforation, deafness, device breakage, device dislocation, ear infection, ear pruritus, embedded device, fibromyalgia, intervertebral disc degeneration, malaise, pelvic pain, smear cervix abnormal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :smear cervix abnormal, ear infection, ear ringing, hearing loss, itchy ear, allergy to metals, device breakage, device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: ear infection, ear ringing, hearing loss, itchy ear, allergy to metals, device breakage, device dislocation, embedded device were added. Medical history was added. Fu 6 and 7 processed together. On 23-mar-2020: social media received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), device breakage ('remove it but didn't get it all, some embedded in my uterus, coil migrated'), embedded device ('remove it but didn't get it all, some embedded in my uterus, coil migrated'), device dislocation ('coil migrated') and bladder perforation ('missing coil in my bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), bladder perforation (seriousness criteria medically significant and intervention required), malaise ("I have never been sick"), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), deafness ("hering loss"), tinnitus ("ear ringing"), ear infection ("ear infection"), ear pruritus ("itchy ear"), fibromyalgia ("fibromyalgia") and allergy to metals ("allergy to metal clip") and was found to have smear cervix abnormal ("pap abnormal cells"). The patient was treated with surgery (essure removed and essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage, bladder perforation, smear cervix abnormal, malaise, autoimmune disorder, arthritis, intervertebral disc degeneration, deafness, tinnitus, ear infection, ear pruritus, fibromyalgia and allergy to metals outcome was unknown and the embedded device and device dislocation had not resolved. The reporter considered allergy to metals, arthritis, autoimmune disorder, bladder perforation, deafness, device breakage, device dislocation, ear infection, ear pruritus, embedded device, fibromyalgia, intervertebral disc degeneration, malaise, pelvic pain, smear cervix abnormal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :smear cervix abnormal, ear infection, ear ringing, hearing loss, itchy ear, allergy to metals, device breakage, device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.